Manufacturer narrative:
H4: device manufacture date: february 11, 2022 - february 12, 2022. H10: the device was received containing 90 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused; approximately 80% of drug remained in the device. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.